Event description:
The patient reported that subsequent to the implant of a protegen sling for treatment and hysterectomy, patient experienced abdominal cramping with pelvic pain, yeast and urinary tract infections and dyspareunia. The device remains in the patient. Therefore, no failure analysis is available. Without evaluating this device, company was unable to determine if the device met specifications, and company was unable to determine the specific relationship of the device to the event. Directions for use outline as potential complications: "infection..."